Event description:
It was reported that the marker, a black line, at the cannula shaft was missing. Therefore, customer had a difficulty finding out which side of the cannula was the distal tip. Device was discarded at hospital.

Manufacturer narrative:
Sample was discarded by user facility. Nothing is being returned for evaluation. There was no injury to patient and this is the only report we have received for this issue.